Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned un-deployed. The distal anchor has the distal rows of fins fractured away. The shaft, channel and proximal anchor are clogged with biological debris. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A clinical review states no further risk to the patient is anticipated as a result of the additional bone hole. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - impact code

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint ultra pk suture anchor broke during implantation, the broken pieces were removed using tweezers and suction. The procedure was completed using a s+n back up device in an additional drilled bone hole. There was a delay of less than 30 minutes, and no further complications were reported.